Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-13995n multifire scorpion needle broke while passing through an aflex 301 graft and the surgeon was unable to retrieve the broken fragment from the graft, but the case was completed. There was not an arthrex sales representative during the procedure. A additional information received on 01/14/2020: the procedure taking place was rotator cuff repair with possible allograft augmentation. The surgeon attempted to retrieve the broken fragment by using a grasper and suture retriever. The lot number of the scorpion is unknown. The rep reported it is unknown whether the needle was dry-fired once or deployed prior to use in surgery. The total number of passes attempted using the needle in the event is unknown. The jaws were securely clamped on the tissue during suture passing, and the needle did not hit bone or inside the cannula. The case was completed by using a new scorpion needle. There are not any portions of the broken needle available to return for evaluation as it was discarded. The rep reported at this time a revision/removal procedure is not scheduled or planned.